Event description:
It was reported by service report that the power cord was missing a power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.